Event description:
I am writing to file a formal complaint regarding a recently purchased portable oxygen concentrator machine, which was acquired through the following amazon link: https://www.amazon.com/dp/b0cp9v2xbb. Unfortunately, this product has resulted in a severe allergic reaction, causing widespread redness and irritation on my skin. I kindly request your assistance in addressing this matter promptly. I purchased the aforementioned oxygen concentrator machine from the seller listed on amazon's website. Upon discovering the adverse reactions it caused, I contacted the seller to request the 50k product code associated with the device. Shockingly, my request was denied, which has raised concerns about the legality and authenticity of the product. I strongly believe that this oxygen concentrator may have been unlawfully marketed and sold. The adverse reaction I experienced after using this oxygen concentrator is alarming and has significantly impacted my daily life. The redness and irritation on my skin have persisted for an extended period, causing discomfort and distress. As a consumer, I trusted that the product I purchased would be safe and effective for home use, but the experience has been quite the opposite. I kindly request the FDA's intervention in this matter to ensure the safety of consumers and prevent further incidents. I urge the FDA to collaborate with amazon to strengthen regulations and guidelines concerning the listing and sale of medical devices on their platform. It is crucial to establish stricter protocols for verifying the authenticity, safety, and compliance of medical devices before they are made available to the public. Furthermore, I implore the FDA to take immediate action to remove the specific oxygen concentrator machine, identified by the amazon link provided above, from the marketplace. This step is essential to prevent other individuals from experiencing similar adverse reactions and potential health risks. I appreciate the FDA's dedication to ensuring public health and safety. I trust that your intervention in this matter will lead to a thorough investigation, appropriate actions against the seller, and the implementation of improved regulations to protect consumers from potentially harmful medical devices.